Manufacturer narrative:
Incident sample has not yet been received. Photographs have been received and are being reviewed. Investigation is in-process. A supplemental report will be submitted upon receipt of additional info. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.

Event description:
It has been reported by a kimberly-clark sales rep that a 10cm segment of a kimberly-clark trach care mac catheter was allegedly discovered in the left main stem bronchus of a neonate during an xray. Through a process of reviewing xrays, the facility reported that the incident occurred during the 2nd of 3 doses of surfactant. The segment was retrieved via bronchoscopy. It was reported that the neonate did not suffer any distress and is doing well. Kimberly-clark had no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B) (4).